Event description:
It was reported that the patient had a lead revision five years prior to the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 377875, lot# v003908, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# v002830, implanted: (B)(6) 2006, product type: lead. Product ID: 377875, lot# v002830, implanted: (B)(6) 2006, product type: lead. (B)(4).